Event description:
It was reported that during implant this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low out of range system impedance measurements below 30 ohms. Technical services (ts) was contacted and recommended a commanded shock. After the shock system impedance measured 22 ohms. Additionally, it was noted that fluid or effusions could affect system impedance measurements. Ts asked the health care professional (hcp) to confirm appropriate system placement. It was stated that due to sternal wires, the electrode was not placed on top of the sternum. Additional x rays were recommended to confirm electrode placement. It was requested that the patient perform a few patient initiated interrogations (pii) to monitor impedance measurements. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.